Manufacturer narrative:
The actual unused unopened sample was returned for evaluation. Visual inspection with naked eye revealed packaging abrasions/holes of the sealed packaging/overwrap. The were 2 holes in the back of the bag. Functional testing revealed a leak from the back of this sample. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked. This event occurred before use of the device. There was no patient involvement. No additional information is available.